Event description:
Boston scientific received information that during a patient follow up one month post-implant, there was loss of capture noted on this right ventricular (rv) lead. It was discovered that the lead had dislodged. The patient had experienced a fall previously after the system was implanted. The physician reported that the dislodgement had occurred as a result of the patient's fall and had no allegations against the functionality of the lead. A revision procedure was performed and the rv lead was successfully repositioned. All lead measurements were in acceptable range and the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.